Event description:
The device was removed due to a "pump failure". 1/9/97-upon receipt of the physician/surgeons operative report it stated, "the pt is a 53 yr old male who underwent the implantation of a co inflatable penile prosthesis in 6/89 for veno-occlusive dysfunction. The has recentwly returned with an inability to maintain the fluid within the cylinders(s). It was elected to replace the entire device except for the reservoir which was intact. Procedure: "his previous small transverse incision was reopened. The connector was found to be intact and the pump device was then exposed from the scrotum and found to be defective". Note: the operative report received stated the pt is 53 yrs of age: co's internal device tracking systems indicated that pt's date of birth is 2/20/63 which would realize the pt to be 43 yrs of age.